Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 40 mg/dl. Customer treated their high blood glucose levels via glucose. Customer advised the auto mode feature was active during their low blood glucose event. Customer was advised to turn off the auto mode feature and allow the insulin pump to rest. The insulin pump will not be returned for analysis.